Event description:
A user facility reported to olympus that the evis lucera ultrasound gastrovideoscope had insufficient water feeding due to due to insufficient or incorrect reprocessing. It was reported that the device was a loaner device from olympus. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, it was noticed that the water bottle connector on scope connector was loose, due to which, the water feeding was insufficient. Upon further investigation the following defects were found, insertion section was wrinkled at several positions, light guide tube wrinkled, and air/water cylinder dirty. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due the water bottle jacket of the scope jacket is loose which resulted in the water supply not meeting specification. Olympus will continue to monitor field performance for this device.